Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included abnormal uterine bleeding, endometriosis, depression, gerd, gastric ulcer, hypothyroidism and irritable bowel syndrome. Concomitant products included hydrocodone, levothyroxine, omeprazole magnesium (prilosec) and sucralfate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), anaemia ("anemia"), abnormal uterine bleeding ("abnormal uterine bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine, fatigue, heavy menstrual bleeding, anaemia, abnormal uterine bleeding and endometriosis outcome was unknown. The reporter considered abnormal uterine bleeding, anaemia, endometriosis, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: event excessive and abnormal bleeding during menstruation led to anemia. Trailing coils: left- 11 to 12 coils, right- only the tip of the device could-be visualized afterwards. Discrepancy noted in essure removal date: (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included abnormal uterine bleeding, endometriosis, depression, gerd, gastric ulcer, hypothyroidism and irritable bowel syndrome. Concomitant products included hydrocodone, levothyroxine, omeprazole magnesium (prilosec) and sucralfate. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), anaemia ("anemia"), abnormal uterine bleeding ("abnormal uterine bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine, fatigue, heavy menstrual bleeding, anaemia, abnormal uterine bleeding and endometriosis outcome was unknown. The reporter considered abnormal uterine bleeding, anaemia, endometriosis, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: event excessive and abnormal bleeding during menstruation led to anemia. Trailing coils: left- 11 to 12 coils, right- only the tip of the device could-be visualized afterwards. Discrepancy noted in essure removal date: (B)(6) 2013. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Reporters, concomitant drugs, rcc and medical history were added. Event abnormal uterine bleeding and endometriosis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), menorrhagia ("excessive and abnormal bleeding during menstruation") and anaemia ("anemia"). The patient was treated with surgery (surgical removal of the device). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, migraine, fatigue, menorrhagia and anaemia outcome was unknown. The reporter considered anaemia, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: event excessive and abnormal bleeding during menstruation led to anemia. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.